Event description:
It was reported that a water bath tray was returned to the office after the hospital complained that the water level line in the tray was showing signs of rust. They noted that the rust seemed to be leaching into sterile water when the bath was filled.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation visual inspection revealed the returned unit showed general wear on all outside surfaces including scratches and dings. The unit showed discoloration/spotting and minor scratches on inside surfaces. The unit is significantly bent in one corner of the top flange, which would prevent the unit from functioning per specification. This bent corner is not a result of any manufacturing processes. The unit shows some discoloration on the laser etched water level lines.